Event description:
It was reported that the "draw rod to reflex rescue driver broke in screw while being threaded."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned reflex hybrid revision driver screw extractor was confirmed to have the distal threaded tip broken off. Per the correspondence, it was further confirmed that the event occurred. No delay in surgery or adverse consequences to the patient occurred as a result of the reported event and all fragments were successfully removed. Furthermore, a review of the manufacturing records did not reveal any issues relevant manufacturing to the reported event. The instrument fracture is likely the result of user-error related. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft. Excessive tightening could also result in the deformation of the instrument distal tip. However, not enough information was provided in order to determine the actual cause of the reported event. Conclusion: the instrument fracture is likely the result of user-error related, caused by pivoting/angulation of the instrument or excessive tightening. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that the "draw rod to reflex rescue driver broke in screw while being threaded."